Event description:
This lead has no known product status. A call to technical services placed on 7/19/2013 states that this lead is being repaired. No additional information. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).